Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used tr band assembly was returned for product evaluation. Visual inspection revealed that there was no damage noted. Functional testing was conducted to test for air leakage, the tr band was inflated with 18 ml of air and submerged in water. Immediately after submerging the device in water, air bubbles were observed at the bonding of the check valve to the inflation balloon. It was noted that the inflation balloon was not properly glue bonded to the check valve. Terumo has determined the reported event to be manufacturing related and is being further investigated.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the third device reported, for the first device reported that was tested by the user facility see MDR 1118880-2020-00117, for the second device reported that was tested by the user facility see MDR 1118880-2020-00118 and for the fourth device reported that was tested by the user facility see MDR 1118880-2020-00120.

Event description:
The user facility reported that four tr bands were tested underwater and found that all of them leaked when inflated.